Event description:
It was reported that, during a tha, when the surgeon was using the calcar planer, calcar bone cracked.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.